Event description:
It was reported that there was foreign matter in gel with 2 tubes, and 9 tubes had foreign matter discovered prior to use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: fm in tube ×6 (embedded), dirty cap x2 (embedded), dirty tube x1 (scratch), fm in gel x2 (white and black).

Manufacturer narrative:
H.6. Investigation: bd received 11 customer samples to be evaluated and 7 photos from the customer facility for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded fm (tube & shield), "scratch", and ¿fm-unknown (gel). With the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for embedded fm (tube & shield), "scratch", and ¿fm-unknown (gel) with the incident lot was observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was foreign matter in gel with 2 tubes, and 9 tubes had foreign matter discovered prior to use with a bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: fm in tube ×6 (embedded), dirty cap x2 (embedded), dirty tube x1 (scratch), fm in gel x2 (white and black).